Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, e2, e3, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that as part of an ongoing investigator-initiated research study, a revision surgery was performed on a fixed lateral partial knee system on an unknown date. The revision was due to an infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10 - associated medical devices: unknown oxford bearing; item# unknown; lot# unknown; unknown oxford twin peg femoral component; item# unknown; lot# unknown g2 - foreign: france investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.